Manufacturer narrative:
The initial report had the incorrect information related to blood glucose value and sensor glucose value. The correct information has been provided in section b5 with this report.

Event description:
The blood glucose at time of reported event was 132 mg/dl and sensor glucose value was 400 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 400 mg/dl and the sensor glucose was 130 mg/dl at the time of the incident. Customer other blood glucose value was 132 mg/dl. The customer was assisted with troubleshooting. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.